Event description:
Reporter indicated that a vns patient had experienced nausea, vomiting, and dyspepsia after eating. It was reported that the onset of the events did not coincide with a programming change and the events continued after the vns device had been turned off for three weeks. The physician did not know if the events were related to vns therapy. The physician reported that the patient is considering having the vns device removed due to the events.